Event description:
The surgeon found that the x-ray showed the broken primary hemi mandibular reconstruction plate. The surgery for explantation is scheduled in mar or may this year. The surgeon implanted the primary hemi mandibular reconstruction plate on mandible for bridge formation without bone graft, furthermore he used the mandibular recon plate for reinforce a primary hemi mandibular reconstruction plate along under the mandible bone. Consequently, the primary hemi mandibular reconstruction plate was fractured. Upon follow-up with stryker, found out revision surgery was performed in 2006.